Event description:
A female, who had a history of lung and cerebrovascular disease as well as hypertension, underwent aaa repair in 2009. The pt's anatomical form was not suitable for aaa repair since the proximal neck was angled 90 degrees. The procedure was conducted as labeled. After placing the zenith main body and two zenith iliac leg grafts without problem. Final angiography confirmed that the left internal iliac artery was covered with the contralateral leg graft causing occlusion. The physician decided to not perform an additional procedure, instead he took a wait and see approach since the patency of the right internal iliac artery was confirmed. The status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to this case, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, sizing requirements. It should be noted that per the physician's comments: " the pt's anatomy was not suitable for aaa repair. The iliac leg graft for the left common iliac was too long. I decided not to perform additional procedure for the occlusion and take a wait-and-see approach since the patency of the right internal iliac artery was confirmed." Furthermore, info was provided that it was recommended that a shorter leg graft be used. Based on the supplied info, the failure mode assigned this case is "improperly sized device is deployed in pt". We will continue to monitor for similar incidents.